Manufacturer narrative:
Device is a combination product. A synergy stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal to mid-stent struts were lifted from their crimped position. The undamaged stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25mar2020. It was reported that difficulty crossing the lesion was encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following predilitation with a 2.5 x 20mm balloon, a 2.50 x 38 synergy drug-stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent damage.